Manufacturer narrative:
(B)(4). Date sent: 2/3/2026 d4 batch #: x96f1l investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. During functional testing on gen11, an alert screen was displayed. The device was disassembled to verify the condition of the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. During functional testing, it was noted that the hand activation buttons were nonfunctional. Corrosion was found at the hand activation domes. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how the pin hole was cracked. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during preparation for an unknown surgery they attempted to activate the device. When attempting activation, the generator displayed an error message: ¿replace instrument.¿ after that, a diagnostic test of the laparoscopic handpiece was performed using the tester included with the handpiece. The test did not reveal any deviations in the operation of the handpiece. The surgery was performed using other equipment. There were no consequences for the patient.